Manufacturer narrative:
The field technician along with the accounts biomed inspected the bed and found it to be in proper working order. The account did not have the optional siderail inserts installed on the head or foot siderails. This sixteen year old 4 motor advance bed was manufactured prior to the release of the hospital bed system dimensional and assessment guidance. Hill-rom has upgrade kits available to meet the (B)(4) guidance. The hill-rom field technician made the account aware of the available siderail upgrade kits.

Event description:
The accounts director of nursing stated that a quadriplegic patient was positioned by staff members at 9:30 pm for sleep time. The staff members rolled the patient toward his right side, placing pillows under him for comfort. A staff member checked on the patient at 10:30 pm and commented the patient was sleeping and his head was 5 to 6 inches from the siderail. At 11:45, a nurse found the patient unconscious and not breathing with his head sticking through the right head siderail and his lower body dangling. The patient rolled over, causing his body to pull on his neck while being caught in the siderail. The director of nursing stated the right foot siderail was in the down position.